Manufacturer narrative:
(B)(4). Results: damaged shrink tube. The analysis results confirmed that the 5dcs instrument was received with the shrink tube damaged at the area of the links. No conclusion could be reached as to what may have caused the found damage. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Event description:
It was reported that during a laparoscopic right hemicolectomy procedure, per the nurse: the black rubber tip split, not safe for use. The device was opened but the issue was seen so the device was not used on patient. There were no patient consequences. Case completed with another device of the same product code.